Event description:
It was reported that stent damage occurred. A procedure was being performed with a 6 x 18 x 150 express stent. The physician was attempting to pass the calcified lesion but was unable to do so. The stent was removed from the patient at which point it was noticed that the stent struts were deformed and damaged. Another of the same device was used to complete the procedure without further issue and no patient injury.